Manufacturer narrative:
(B)(4). No unique device identifier (serial/lot) numbers were provided; without this information, it cannot be determined whether this event has been previously reported.

Event description:
Medtronic received information via literature review regarding the management of heart block in patients who had received a medtronic or non medtronic transcatheter bioprosthetic aortic valve. All data were collected from multiple articles between 2013 and 2015. Serial numbers were not provided. Overall, the rate of new-onset left bundle branch block (lbbb) post implant was 27% (ranging from 4-57%) and the rate of permanent pacemaker (ppm) implantation 17% (from 2-51%). Among the patients implanted with an evolut r valve, adverse events included; permanent pacemaker after 11.7% of the implants. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.